Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Reportedly, an ambulance was called as customer was generally unresponsive and assisted in treating low bg with consuming sugars. Multiple attempts were made by tandem technical support to follow-up with the customer, but no response was received.